Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found in a buretrol blood administration set. This was noted while drawing up the IV fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white bandage approximately 0.2 cm square, floating in the bottom of the burette chamber. The cause of the condition was determined to be a manufacturing issue. To correct the condition, the supplier of the component was notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.